Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast and baker grade ii capsular contracture of the right breast, which were confirmed by a medical professional. As a result, the patient underwent removal and replacement with 480cc mentor memorygel breast implants on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-06941 for the contralateral event.